Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometriosis ('endometriosis') in an adult female patient who had essure (batch no. 988929-inv,998929-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: copper iud from 2007 to (B)(6) 2012. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain/ mid to low back pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced endometriosis (seriousness criterion medically significant), constipation ("constipation"), dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("diarrhea"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/ surgical removal of coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, constipation, diarrhoea and back pain had resolved and the endometriosis and dyspareunia outcome was unknown. The reporter considered back pain, constipation, diarrhoea, dyspareunia, endometriosis and pelvic pain to be related to essure. The reporter commented: discrepancy noted. Date of hysterosalpingogram (hsg) was reported as (B)(6) 2015 but essure was removed on (B)(6) 2015. In pfs plaintiff had claimed that she had communicated with health care provider in (B)(6) 2012 regarding left tube was not blocked. Lot numbers reported 988929 and 998929 are not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. (988929,998929)-invalid,898929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left tube was not blocked". The patient's previously administered products included for birth control: copper iud from 2007 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain/ mid to low back pain"). In (B)(6) 2012, the patient experienced endometriosis ("endometriosis"), constipation ("constipation"), dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("diarrhea"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/ surgical removal of coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, constipation, diarrhoea and back pain had resolved and the endometriosis and dyspareunia outcome was unknown. The reporter considered back pain, constipation, diarrhoea, dyspareunia, endometriosis and pelvic pain to be related to essure. The reporter commented: discrepancy noted. Date of hysterosalpingogram (hsg) was reported as (B)(6) 2015 but essure was removed on (B)(6) 2015. In pfs plaintiff had claimed that she had communicated with health care provider in (B)(6) 2012 regarding left tube was not blocked. Right side coil: 2. Left side coil:3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded). Left tube did not close, and the patient was at risk for pregnancy. Lot number: 898929 manufacturing date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 988929-inv,998929-inv, 898929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left tube was not blocked". The patient's previously administered products included for birth control: copper iud from 2007 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain/ mid to low back pain"). In (B)(6) 2012, the patient experienced endometriosis ("endometriosis"), constipation ("constipation"), dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("diarrhea"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/ surgical removal of coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, constipation, diarrhoea and back pain had resolved and the endometriosis and dyspareunia outcome was unknown. The reporter considered back pain, constipation, diarrhoea, dyspareunia, endometriosis and pelvic pain to be related to essure. The reporter commented: discrepancy noted. Date of hysterosalpingogram (hsg) was reported as (B)(6) 2015 but essure was removed on (B)(6) 2015. In pfs plaintiff had claimed that she had communicated with health care provider in (B)(6) 2012 regarding left tube was not blocked. Right side coil: 2 left side coil:3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded). Left tube did not close, and the patient was at risk for pregnancy.. Lot numbers reported 988929 and 998929 are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs and mr received. Reporters information were added. Lot no. Were added. Event:left tube was not blocked were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and endometriosis ('endometriosis') in an adult female patient who had essure (batch no. 988929, 998929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: copper iud from 2007 to (B)(6) 2012. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain/ mid to low back pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced endometriosis (seriousness criterion medically significant), constipation ("constipation"), dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("diarrhea"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/ surgical removal of coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, constipation, diarrhoea and back pain had resolved and the endometriosis and dyspareunia outcome was unknown. The reporter considered back pain, constipation, diarrhoea, dyspareunia, endometriosis and pelvic pain to be related to essure. The reporter commented: discrepancy noted. Date of hysterosalpingogram (hsg) was reported as (B)(6) 2015 but essure was removed on (B)(6) 2015. In pfs plaintiff had claimed that she had communicated with health care provider in (B)(6) 2012 regarding left tube was not blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received- lot numbers were added. New events endometriosis, dyspareunia (painful sexual intercourse), diarrhea, constipation, back pain were added. Event injury were updated to pelvic pain. New reporters, patient information, lab data and historical drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.